Manufacturer narrative:
Patient''s weight unk. Relevant history/laboratory data unk. Other relevant history unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Great vessel perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) and two right atrial (ra) leads due to cied system/pocket infection. Spectranetics lead locking devices were inserted into each lead to provide traction. Multiple spectranetics devices (glidelight laser sheath, 13f tightrail rotating dilator sheath, torqmax sheath grip accessory, visisheath dilator sheath) were used during the complex and lengthy procedure, as heavy calcification was encountered throughout the vasculature. While the 13f tightrail was in use, the patient''s blood pressure dropped significantly and a pericardial effusion was detected via transesophageal echocardiography (tee). Rescue efforts began immediately, including CPR, pericardiocentesis, and sternotomy. A small perforation on the lateral wall of the superior vena cava (svc) was discovered and repaired. The patient survived the procedure. This report captures the 13f tightrail in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.